Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue with his mini sim, as well as with his trainer that an ECG signal was not there. To fix the issue, the fse removed and replaced the ECG cable from the front end board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The fse had reported that the expiration of the safety disk of the iabp has lapsed and that it will be changed by the customer. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had no ECG signals. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.